Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) verified the 2015 bf probe purge failure error message during bf wash prime cycle on the aia-360 instrument. The fse found that the 2-way solenoid valve was stuck open. The fse proceeded to replace the 2-way solenoid valve. The fse verified bf wash prime operation and quality controls without any further issues. The aia-360 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 27-mar-2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, states the following: 1. List of error messages if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. 2015 bf probe purge failure description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace. Contact the service department. The most probable cause of the reported issue was due to a faulty 2-way solenoid valve.

Event description:
A customer reported getting a 2015 bf probe purge failure error message while running an estradiol (e2) patient sample on the aia-360 instrument. The customer ran a wash prime without any errors, but when the patient sample was repeated the error reoccurred. The customer replaced the wash and substrate solutions and ran daily check, which passed; however, when the patient sample was repeated the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the 2-way solenoid valve was returned for investigation on 21-may-2018. Functional testing confirmed that the 2-way solenoid valve did not open and close as designed. The part failed functional testing. For corrected data refer to: event problem and evaluation codes (refer to coding manual) conclusion code(s): 13.